Manufacturer narrative:
(B)(4) device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in the anterior tibial artery. A 2.75x38mm promus premier drug eluting stent was advanced to treat the lesion. However, during procedure, the mid shaft broke. The patient did well with balloon angioplasty. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.